Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The steps taken during the pre-cleaning and manual cleaning process were not provided by the facility. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with soluscope detergent and soluscope paa (disinfectant). The scope is dried using blew by filtered compressed air and is stored in a drying cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was filtered and controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 54 colony forming units (cfus) of pseudomonas spp. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party culture results, the device evaluation and the legal manufacturer's final investigation. Please also reference updates to b6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels cfu: 1cfu/100ml bacterial identification: staphylococcus coagulase negative. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - insertion part --- connecting tube wrinkle - switch section key top 3 incised, cuts - angulation less or specified value - distal end biopsy channel scratched/deformed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.